Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Primary analysis finding: distal conductor distorted at connector. Blood/body fluid was present in helix mechanism (sleeve head). Visual analysis revealed distorted helix. Mechanical testing revealed the helix could not be retracted as the helix was stretched and due to the distorted coil in the connector. Damage at implant noted.

Event description:
It was reported that at implant, the lead helix would not retract. Consequently, the lead was removed. No patient complications were reported as a result of this event.